Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had a battery voltage to be below 12.75vdc.  Issue was resolved by replacing the batteries. Preventive maintenance was performed as per specification.   D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 console instrument had a battery voltage below 12.75vdc. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the battery did not reach its life span. The battery was installed january 18, 2024. Lot number 0012060698. During preventive maintenance the battery was reading low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.